Event description:
It was reported to philips that during the inspection, it was detected that the device is conducting lower joules than the set level. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips bench repair personnel and has been reviewed by the philips complaint handling team. Philips received a complaint regarding the efficia dfm100, indicating that the device is faulty due to capacitor failure. There was reportedly no patient involvement. An issue was reported regarding a faulty device that was delivering lower joules than the intended setting. A low capacitor value warning was identified in the hardware error log. It was determined that the capacitor was faulty. To address the problem, the defective therapy capacitor component was replaced with a new one. Following the replacement, comprehensive tests and controls were performed according to the specified service procedure, and no additional issues were noted. Subsequently, the device was returned to the user in a fully functional state. Based on the available information and the conducted testing, the cause of the reported problem was determined to be a faulty therapy capacitor. The reported problem has been confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity is s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Philips replaced the therapy capacitor to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.